Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, the elective replacement indicator (eri) was confirmed with telemetry before the device was implanted. Therefore the device was not use. No patient complications have been reported as a result of this event.